Manufacturer narrative:
Event date is approximate, the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the implant had worked well for the first year but that sometime in 2020 the implant stopped helping and they had a return of symptoms/the device no longer helped and that they were wetting all over. The patient also reported that it started shocking them and that they had been having back and stomach pain. The patient reported they talked to their managing health care provider (hcp) about their issue and the hcp had said that it could be a lead and that they should turn the implant off. The patient stated they turned the implant off and then they really wet all over themselves. The patient stated that then they met at the hcp office again about 4 months ago with a manufacturer representative (rep). They stated they definitely told the rep it was "electrocuting" them at that time and that it wasn't "controlling" their "water." The patient stated the rep told the patient that the device should not be doing that. The rep did an x-ray and told the patient that everything was in place so they turned the implant back on and turned it up to a 9. The patient also was told that the x-ray revealed that their bladder had tilted. The patient stated the doctor mentioned trying botox in the future but the patient stated they did not want botox and that they really wanted to continue working with the therapy and was really hoping it would help. The patient reported that it still wasn't working and they were still being electrocuted. The patient stated their feet were "like ice," because it was cutting off their circulation. The patient stated that their managing doctor put them on an antibiotic 4 weeks ago and that their ankle had started swelling and they had pain in their bladder. The patient stated it started like a "pushing, like a knot," and that they were "irritated down there" and they had to wear a diaper. The patient stated they were in so much pain and that they had hard chil ls for 3 weeks had a fever for the last two weeks. The patient stated their family member turned the stimulation down to a 5 however yesterday they went to the emergency room and they had a high fever. The patient stated they could have "cut" their "whole legs and stomach off" they were in so much pain. The patient stated they "took a cath" and sent it to the lab and they were diagnosed with a bladder and kidney infection. The patient stated the doctor had thought it was a "stone," but it was really a uti and they had a staph infection. The patient stated they were "so weak" and in a wheelchair and that their urine was burning and they were sore from all the needles they put in them. The patient stated they were on another antibiotic and they had and appointment with their hcp on march 23 at 10:40 am. The patient was calling because they said (B)(6) had told them to call however (B)(6) was not answering the patient's calls. The patient clarified that the rep did not know about any of the recent developments that have occurred since they met with the patient about 4 months ago at the hcp office. Patient services redirected the patient back to their hcp to address the issue. Additional information was received from a manufacturer representative (rep). The rep reported that they were not made aware of the event (any shocking or electrocuting from the device). The patient had been in constant and continued care by their managing physician and the office.